Event description:
The customer reported that a catheter was placed on (B)(6) 2023 in the left arm, and on (B)(6) 2023, the patient came to the ER because it wasn't working. X-ray showed good placement, clinician came down and completed a dressing change and it flushed and drew with no complications after the extension was removed. When it was attached the line would not flush. She educated patient and family and removed the extension. On (B)(6) 2023, the patient came to the unit to troubleshoot line because it was leaking. Even took the dressing off and flushed while the dressing was off and that is when the fluid came out of the insertion site. PICC removed, found the little hole in the line. The catheter was replaced with a single lumen in the right arm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powrpicc catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. Permanent kinks were observed between the 4cm and 5cm depth markings and between the 8cm and 9cm depth markings. A longitudinally aligned split was observed at one corner of the proximal kink impression. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the split site. The sample kinked preferentially at the split site during manual manipulation of the sample. Microscopic inspection of the split revealed a dully granular fracture surface. Material discoloration and buckling were observed in the vicinity of the split. The split features and permanent kink impression were consistent with damage caused by sharp kinking of the catheter shaft. The location of the damage and short duration between device placement and leak discovery suggested that kinking may have occurred during device placement/securement. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regy0357 showed no other similar product complaint(s) from this lot number.

Event description:
The customer reported that a catheter was placed on (B)(6) 2023 in the left arm, and on (B)(6) 2023, the patient came to the ER because it wasn't working. X-ray showed good placement, clinician came down and completed a dressing change and it flushed and drew with no complications after the extension was removed. When it was attached the line would not flush. She educated patient and family and removed the extension. On (B)(6) 2023, the patient came to the unit to troubleshoot line because it was leaking. Even took the dressing off and flushed while the dressing was off and that is when the fluid came out of the insertion site. PICC removed, found the little hole in the line. The catheter was replaced with a single lumen in the right arm.